Event description:
During catheter removal the catheter fragmented at 17 cm from distal. The catheter's end was caught with forceps, but during pulling another piece of catheter of fragmented. The catheter's distal emigrated into the vein and had to be retrieved surgically. Surgical removal of the catheter fragment 7.4 cm in length. No harm was reported to the patient.

Manufacturer narrative:
Vygon (B)(4) has initiated an investigation based on the details of the complaint. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.